Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, an issue with the device's ability to deliver adequate flow was observed. The device's inlet filter tubing kit was replaced to address the issue.